Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty advancing the guide wire through the raulerson syringe and introducer needle was confirmed by visual examination of the returned sample. One spring wire guide / advancer assembly was returned. The ars and introducer needle involved in the incident were not returned. Visual examination of the guide wire found several kinks/offset coils 3 cm from the j-tip end. Microscopic examination confirmed that both welds appear full and spherical. Functional testing confirmed that both welds remain intact and the wire feels typical. The outside diameter of the guide wire was confirmed to be within specification. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the raulerson syringe and introducer needle were not returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in respiratory therapy, the guidewire could not be inserted into the raulerson syringe through the advancer. The physician then unsuccessfully tried to advance the guidewire into the introducer needle without the syringe. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.